Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The patient was reimplanted with another device (date not reported).